Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Visual inspection showed the lead tip and helix appears normal. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately one month post implant due to lead pulled back. Another rv lead was successfully placed. Lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately one month post implant due to lead pulled back. Another rv lead was successfully placed. Lead would not returned. No additional adverse patient effects were reported.